Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was not responding to touch. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen that was not responding to touch. Onsite service was requested. A service engineer (se) reported that the front bezel, cable, and display were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.